Event description:
It was reported tha during a da vinci s prostatectomy procedure, the wrist cable of the maryland bipolar forceps instrument was broken. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed that one conductor wire is broken at the yaw pulley exit and the yaw pulley shows no sign of arcing. Electrical continuity failed. Engineering also observed the distal end of the main tube has a 3" long section just below the midpoint, with light material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage was found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.